Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager, tower, auxiliary and main not detected on the bus. A field service engineer found that the communication sled controller board had no light emitting diodes (leds) and replaced the board. After replacement, all components were detected except tower doors 5, 6, 7, and 8. A door controller board replacement was required. The controller board was replaced due to physical damage and customer verified functionality. Later, technical support specialist (tss) dialed into the station to address persistent drawer failures, applied the knowledge article, cannot recover tower doors 5-8 after commsled replacement and identified mismatched device keys. Database correction steps were performed, including stopping services, backing up and updating the database, and completing a full data sync. Although the database was successfully restored but the failed hardware icon remained. An onsite fse visit was required, and a new case was created to address the drawer hardware issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, all tower doors, drawers, and pockets could not be recovered and did not open. The customer reported being unable to retrieve any medications from the pyxis station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.